Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system shut down" (loss of power). A biomedical engineer reported the unit shut down during the case. The system was switched out and the case was completed without incident. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. A system message was confirmed in the event log. The solenoid spacers were replaced and sent for evaluation. The system was then tested and met all product specifications. The solenoid spacers have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).